Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, they called to report a short study. Patient underwent an esophageal procedure which resulted in a short study. Only 69 hours out of anticipated 96 hours of data was recorded. It is not known if a repeat procedure will be performed.